Manufacturer narrative:
The device evaluation was completed. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. All parts were present and assembled according to product specifications. An underwater pressure test was performed which revealed bubbling in the body of the bag. Visual inspection using stereoscope noted a fine cut. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3l empty bag leaked. This occurred before patient use. There was no patient involvement. No additional information is available.